Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). No known impact or consequence to patient. An evaluation is in process.

Event description:
The customer observed a false (B)(6) result for one patient on the architect i2000sr analyzer. The following data was provided for (B)(6). There was no impact to patient management reported. An abbott technician visited the site, inspected the instrument and found a leaking trigger pump and cracked trigger straw.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return, but the instrument was serviced on site. The replacement of the trigger level sensor in combination with abbott field service replacement of a leaking 100ul trigger pump resolved the issue. A review of architect isr07588 service history found no additional reports of discrepant results. Based on the available information, no product deficiency was identified.